Event description:
It was reported that during removal of the yellow protective sheath covering from the stent, the stent was pulled off the balloon. At the time, this was unknown to the physician. The lesion was dilated and the stent delivery system was taken to the lesion; however, during attempted deployment, via angiogram, it was noticed that the stent was not on the balloon. The stent was then found attached to the yellow protective covering. A second stent was delivered without issue. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): device was used without first inspecting. Evaluation summary: the stent implant was returned for evaluation. The dislodged stent implant was returned on the stylet and partially inside the yellow protective sheath, thus confirming the complaint. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use instructs the physician that prior to use, inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.